Manufacturer narrative:
B3, g4 unknown. One device was received for evaluation. Visual inspection found a damaged remote dose connector, and a damaged dso seal. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged remote dose connector and the damaged dso seal were the root causes. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not working. There was unknown patient involvement.